Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up emdr.

Event description:
During initial assessment, an increased intraperitoneal volume (iipv) event was identified which occurred on date (B)(6) 2010 during drain cycle 1. The patient drained 4085 ml. The programmed fill volume was 2300ml. This drain meets iipv criteria. On (B)(6) 2010, product surveillance received a phone call from the nurse. Product surveillance associate provided the results of evaluation to the nurse and the probable cause identified. The nurse stated that the patient had expired on (B)(6) 2010. The nurse indicated that the cause of death was lung cancer. The nurse confirmed that the cause of death was unrelated to peritoneal dialysis.